Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cgm error-error 42 issue was verified, but the battery - not charging issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, the pump battery could not be charged. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.